Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4) the full lead was returned analyzed and no anomalies were found. (B)(4).

Event description:
It was reported that during the implant attempt the lead could not be used due to patient anatomy. An additional lead was attempted, but the physician had a difficult time removing the stylet. The lead dislodged twice with stylet removal. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.